Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned, however a photograph of the device was available for evaluation. Visual inspection of the photograph revealed excess material on the corners of the seal. The cause of the excess material was determined to be a machine, in the manufacturing process, which left behind the material when the scrap edges were torn away. However, the excess material noted in the photograph would not have interfered the functionality of the device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml all-in-one (eva) empty bag had a split bottom seam. Reportedly, the bottom seam was uneven. This event was discovered prior to compounding. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.